Manufacturer narrative:
Product complaint # (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). The lot number is unknown.

Event description:
It was reported by the affiliate via phone that during an unknown surgery, the surgeon checked the expressew iii w/hook and notice that is was missing the screw. Surgeon, can not confirm if it remains in the patient , but has confirm that patient is stable, also this was not the first use of the unit. No patient consequence, and no surgical delayed was reported. No additional information provided.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. The device was not returned for evaluation. Two photographs of the device were sent and used for the evaluation of the complaint. It appears that the shear pin failed possibly by the dislocation of the lever ratchet assembly confirming the failure mode of this device. It is difficult to tell from the photograph, but it appears that part of the shear pin is missing. Although, we cannot discern a root cause for the reported failure, it is possible that the failure occurred due to excessive mechanical force while handling the device. Furthermore, no lot number was supplied which precludes conducting a manufacturing record evaluation review. At this point in time, no corrective action is required, and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.